Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the control, pump speed, cardiopulmonary bypass. The incident occurred in japan. The error e80 was reproduced. The shaft encoder has been replaced. After the work, the panel was checked and confirmed that it was normal. Repair completed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that the scp control panel showed error shaft angle encoder defective (e80) when the power was turned on. Issue occurred during maintenance. There was no patient involvement.

Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2008 and no other similar events have been reported. Based on all the collected elements, the root cause of the event has been traced back to a faulty shaft angle encoder, which likely gave the error because of wear and aging of the system. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.